Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was surgically abandoned at a device normal battery depletion explant due to high out of range impedance and loss of capture. High pacing thresholds were also reported. This electrical measurement issues were observed after the battery depleted device extraction. No additional adverse patient effects were reported.